Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was experiencing a lot of ventricular tachycardia (vt). An MRI was performed to determine the location of the vt for ablation; however a shadow of the lead was making the MRI difficult. Device system is not MRI compatible. During the ablation procedure, the health care professional knocked the lead and caused a partial lead dislodgement. Which then lead to high thresholds. The device system was extracted to take care of the dislodgement and to aide in the vt location, for additional ablation. No additional adverse patient effects were reported.